Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross access solution was selected for a flutter ablation procedure. During the procedure when the rf wire was introduced through the faradrive sheath through the femoral access, due to very tortuous femoral access transseptal puncture was not possible. Transseptal crossing was attempted more than four times. Thus the system was removed. Once removed bent was noted on the rf wire due to tortuous femoral access. The faradrive sheath also bent due to patient anatomy. Thus physician deceived to use a conventional non-boston scientific needle and sheath as they are thinner to complete the transseptal puncture. Thus procedure was completed successfully after the device was replaced. No patient complication was reported. The device is not expected to be return for analysis.